Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver resection surgery, the sealing was achieved occasionally and it caused waste of time. The device was replaced and the case was completed without any complication. There was no patient injury.

Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported conditions were not confirmed. Visual inspection found no defects with the device. The device was plugged into a generator and was recognized. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. The provided lot number indicates that this product was manufactured in (B)(4). The appropriate personnel have been contacted and the manufacturing non-conformance search results will be recorded in the device history records (DHR) task. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver resection surgery, the sealing was only achieved occasionally. End tone was heard intermittently as well as the activation tone however there was a regrasp alarm. Cleaning of the jaws was done after second and third activation. The device was replaced, and the case was completed without any complication. There was no patient injury. Initial investigation for the device found that all seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles.